Event description:
On 07-apr-2026, it was reported by a sales representative via phones that an ar-8934bck suturetak broke during insertion. The anchor was inserted into the patient and became stuck on the inserter. The suture and anchor remained stuck and broke apart when attempting to remove it. The fragments were retrieved from the patient and discarded. An ar-1788j-cp was used to complete the case. This occurred during use in a case on 06-apr-2026, there was no patient impact. The issue caused a two-to-three-minute delay in the case. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.